Manufacturer narrative:
Event date is unknown.

Event description:
It was reported that the patient's ipg was explanted on an unknown date due to suspected infection.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.